Event description:
Reporter indicated that pt was scheduled for generator replacement surgery due to device migration. The pt's generator has migrated out of the chest pocket to the area of the armpit. The pt reportedly uses crutches to get around and has developed a bruise in the area of the generator. It is believed that the use of the crutches may have caused or contributed to the device migration. No adverse event was reported, but the pt has indicated that they no longer feel magnet mode stimulation. Device diagnostic testing was within normal limits, indicating proper device function. The excessive device migration could cause a lead break resulting in loss of therapy. Investigation to date has been unable to determine whether the generator was properly secured during the initial implant procedure.